Event description:
We received notification from a sales representative, via e-mail that a locking plate had loosened at level l2-l3. Original surgery took place (B)(6) 2011, x-rays submitted on (B)(6) 2011 show migration of locking plate. Revision surgery took place on (B)(6) 2011 to remove the locking plate. During the revision surgery on (B)(6) 2011 in addition to the removal of the locking plate, the pivoting plate and ratcheting rod previously implanted were removed.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, and a review was conducted of all applicable material records, mfg records, storage records, and distribution records for all lots mfg. All records revealed all product lots were mfg within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the sp-fix locking plate design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction.